Manufacturer narrative:
Physio-control evaluated the customer's device and was able to verify the reported issue. Physio found the kepnut was loose and secured the kepnut to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
Physio-control received a report from a customer that the device shutdown unexpectedly. There was no report of patient involvement.

Manufacturer narrative:
Physio-control performed an initial evaluation of the device and did not duplicate the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
Physio-control received a report from a customer that the device shutdown unexpectedly. There was no report of patient involvement.